Event description:
It was reported that the external pulse generator was not passing the sensitivity test, that the values were too high. The generator was returned for service. The return paperwork indicated that no patient complications were associated with this event.

Event description:
It was reported that the external pulse generator was not passing the sensitivity test, that the values were too high. The generator was returned for service. The return paperwork indicated that no patient complications were associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Lower case is broken. One bail cover and battery drawer are broken. One printed circuit board flex is creased. Battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.